Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was receiving a no delivery alarm from his insulin pump. His blood glucose was 403mg/dl at the time of reporting. The customer was able to troubleshoot successfully by using a reservoir from a different lot. The reservoirs from the seemingly faulty lot are being returned. No additional information was reported.